Event description:
During a ptca treatment procedure involving a calcified and 90% stenotic lesion in the middle portion of a somewhat tortuous rca, the quantum maverick monorail balloon was suspected to have ruptured at 9 atm's on the third inflation. (The initial two inflations were to 6 atm's). The pt was asymptomatic during this event. It is noted that resistance was met during insertion of the quantum maverick monorail balloon catheter through the lesion. A 7f argyle introducer sheath, a renato guidewire (size unknown), a 7f neat fr3.5 guide catheter and a mdt inflation device were also used in this case. Pt status is reported as 'good'.